Manufacturer narrative:
A batch record review has been requested. The investigation is underway. The device has been requested but has not been received at b&l for evaluation.

Event description:
It was reported that during preparation for use, the luer lock mechanism did not work and the cannula became dislodged. No pt contact.